Manufacturer narrative:
The initial MDR 2247117-2017-00082 was filed on august 17, 2017. Additional information (08/01/2017): a siemens customer service engineer was dispatched to the customer site. The cse checked the wash station, substrate and water volume dispense and replaced the sample probe. However, the issue still persists. The cause of the discordant, false reactive toxoplasma igg results on one patient sample is unknown. Siemens is investigating the issue. Additional information (08/22/2017): the customer ran the patient sample with nonspecific antibody blocking tube on the immulite 2000 xpi instrument, using reagent lot 434, resulting false reactive. Mdrs 2247117-2017-00087 and 2432235-2017-00495 were filed for the same event.

Manufacturer narrative:
The cause of the discordant, false reactive toxoplasma igg result on one patient sample is unknown. Siemens is investigating the issue. MDR 2247117-2017-00087 was filed for the same event.

Event description:
A discordant, false reactive igg antibodies to toxoplasma gondii (toxoplasma igg) result was obtained on one patient sample on an immulite 2000 xpi instrument. The result obtained on the immulite 2000 xpi instrument was not reported to the physician(s). The sample was repeated on an alternate platform, resulting non-reactive and matching the historical result of the patient. The result obtained on the alternate platform was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive toxoplasma igg result.

Manufacturer narrative:
Additional information (09/20/2017): siemens technical support laboratory (tsl) evaluated the sample sent by the customer with immulite 2000 quantitative toxoplasma igg lots 431, 432 and 433 as well as with the advia centaur toxoplasma g assay. The sample recovered reactive with lots 431 (24.3 iu/ml), 432 (19.8 iu/ml), and 433 (21.8 iu/ml) so the sample being reactive is not a lot specific issue. When tested with the advia centaur toxoplasma g assay the sample recovered non-reactive (<0.5 iu/ml). There was insufficient sample to perform an in-house testing with a non-specific antibody blocking tube (nabt). Individual sample results can vary from lot to lot without the product deviating from the claim in the instructions for use (IFU). When the customer treated two of the samples with nabt and tested them with the immulite 2000 toxoplasma quantitative igg assay the result remained reactive, therefore, non-specific antibodies are not elevating the results. Immulite 2000 toxoplasma igg lot 433 was released in april 2017. Two other immulite 2000 toxoplasma igg lots have been released since then. A search of the complaint databases on october 13, 2017 did not show any other complaints about false positive samples with immulite 2000 toxoplasma igg lot 433. Despite the fact that the customer has seen 4 samples that are reactive with immulite 2000 toxoplasma igg lot 433 and non-reactive with other methods there is no evidence of a product issue. For there to be a product issue with immulite 2000 toxoplasma igg lot 433, more than 1 out of every 20 negative samples would have to generate a reactive result. Given that lot 433 was released in april 2017, if this was occurring we would expect to have received more than 1 complaint for this issue. Based on the available information immulite 2000 toxoplasma igg lot 433 is performing as intended. The cause of the discordant, false reactive quantitative toxoplasma igg results on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.